Manufacturer narrative:
Investigation included user education and troubleshooting by guided device restart. Investigation of this case revealed that glucose data resumed function after reboot, consistent with transient signal loss with the responsible device not identified. It was concluded that the event involved temporary communication interruption that resolved with standard troubleshooting, with no patient injury.

Event description:
It was reported that a user experienced approximately 45 minutes of lost glucose data transmission between a libre 3 plus sensor and the ilet system, during which the ilet mobile app did not display readings; a fingerstick measured 132 mg/dl, and glucose data resumed after an ilet restart. Symptoms included no reported clinical symptoms or adverse physiological effects. Outcomes included no reported impact on health, no alerts or alarms, and no hospitalization.